Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported by the international customer that an alarm activated in the v60 ventilator and a high level alarm was ringing, but the user could not press both alarm silence and alarm reset buttons on lcd screen. There was no patient involvement.

Manufacturer narrative:
(Date received by manufacturer) has been corrected, from -4-feb-2016 to 21-dec-2015.

Manufacturer narrative:
The unit was sent to the v60 vent manufacturing facility for further evaluation. The unit was inspected and tested on (B)(4) 2016. Initial power up into operation revealed that the ventilator alarmed post (power on self test) led (light-emitting diode) failure error code 1105 (alarm led failed). Further testing was performed in an effort to duplicate the report of high level alarm was ringing, that the user could not press both ¿alarm silence¿ and ¿alarm reset¿ buttons on lcd screen, but no faults were found. The power switch overlay was replaced to address the led failure, and touchscreen was replaced, although no malfunction was identified. Unit was returned to international customer.

Manufacturer narrative:
The customer's original touchscreen and power management board were installed in a v60 testing vent at the manufacturing facility in an effort to attempt to duplicate touchscreen failure/unresponsive. The power management (pm) pcba and user interface assembly were tested and inspected and no failures were identified. The root cause for the customer's report of no software key on lcd responded/lcd froze could not be identified. (B)(4).

Manufacturer narrative:
Power management board was replaced to address the led failure. The power switch overlay was not replaced.